Manufacturer narrative:
An event regarding crack/fracture involving an unknown dall miles cable was reported. The event was confirmed following review by a clinical consultant. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the provided information by a clinical consultant noted that: pseudarthrosis of greater trochanter, originally fixed with dall-miles cable/clip construct with fractured cerclage cables and multiple loose and frayed wire filaments around. There is no evidence for device-related factors even though no explants materials have been returned for investigation. The device fracture is without doubt the result of the chronic overload condition as caused by a severe bone defect condition around the proximal rm stem section. This pi case is not device-related. Conclusions: a review of the provided information by a clinical consultant concluded that: bone defect condition in the proximal femur as a consequence of multiple previous revision procedures with required access osteotomies to the bone has lead to secondary vascular compromise in the proximal femoral bone leading to lack of bony ingrowth fixation in the proximal rm stem section as well as greater trochanteric non-union. Both factors contributed to loss of bone support around the entire proximal rm stem contributing to fatigue accumulation and ending in stem fracture requiring further revision if further information such as device details becomes available or the product is returned, this investigation will be re-opened.

Event description:
This is the patient's 4th revision. The stem is the original restoration modular stem, which broke in half below the proximal body juncture. The stem was removed and a restoration modular stem was placed in. Nothing was revised on the acetabulum side. Update: the medical review concluded the dall milles cables were frayed.